Manufacturer narrative:
Product not returned for evaluation.

Event description:
A child had a duraflor halo treatment. Later that day the child experienced diarrhea and headaches. Parent administered tylenol. This was the first time that the patient in question used this product. The patient is allergic to soy, she is dairy intolerant, and has coeliac.